Event description:
Customer reported not seeing insulin drops at end of tubing during the fill tubing step, indicating a possible issue with loading process. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.